Event description:
On (B)(6) 2012, the reporter contacted animas, alleging a prime (load step malfunction) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4). The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Recall # 2531779-03/24/2010-003-r.

Manufacturer narrative:
Follow up #1 submitted: 01/31/2013, device evaluation: the insulin pump has been returned and additional investigation was performed by product analysis on (B)(4) 2012 with the following findings: review of the black box and download history did not reveal any "no cartridge detected" warnings recorded. On testing, a rewind, load and prime sequence was successfully performed without alarms. The force sensor was tested and noted to be within specifications. The pump was opened for investigation and did not reveal any evidence of damage to the force sensor circuit. Investigation was unable to confirm or duplicate the complaint.